Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using the proglide device after a coronary diagnostic procedure. Reportedly, the link broke at the anterior needle after plunger withdrawal. The anterior needle had connected with the anterior cuff. The device was removed from the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician believes it is possible that the mild calcification could have caused the link breakage. The physician was reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link breakage was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A link detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture; however, a definitive cause could not be identified during the device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will report will be submitted with all additional relevant information.